Event description:
Device issue: material rupture/stent dislodgement. Time of device issue: during the procedure. Adverse event: foreign body requiring intervention. Onset of adverse event: during the procedure. It was reported that during an attempted omnilink stent deployment in the iliac artery, the balloon ruptured at 6 atmosphere. An attempt was made to remove the stent system; however, the stent dislodged from the balloon. An unspecified dilatation balloon was used to implant the stent slightly distal to the target lesion. Another omnilink stent was successfully implanted in the target lesion. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.